Event description:
The company was informed that the recipient's device has been explanted. The recipient was re-implanted with another cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information - section: h6. The recipient was reportedly experienced head trauma at the skin flap site, which resulted in frequent headaches with and without device use. The recipient has since healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.